Manufacturer narrative:
Method - manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Event description:
Reporter indicated a patient had high lead impedance at an office visit. The patient was recently implanted with the vns therapy system on (B)(6) 2011. X-rays were received and reviewed by the manufacturer which noted the lead pin did not appear to be fully inserted into the generator header. The patient had lead pin reinsertion surgery performed on (B)(6) 2011 which resolved the high lead impedance.